Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after a procedure where this device was implanted, the patient experienced multiple surgeries to remove the infected mesh; after all the 1st mesh was removed another covidien parietex was placed. He developed another infection, and this later placed mesh was removed. Chronic pain and infection. After the original procedure additional surgeries were performed, including revision and removal.